Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 64 mg/dl. The customer did not provide further information regarding the low bg event. Although multiple attempts were made for more information, the customer did not reply to the requests.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Alert 7 (auto off) annunciated at 7:00am on (B)(6) 2017. Four bolus requests were made on (B)(6) 2017. User made bolus request without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. There was no evidence of device malfunction.